Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their device replaced on (B)(6), 2010 due to normal battery depletion. The pt's new device had only one somewhat effective program, and all others had impedance readings >4000 ohms. The pt and their doctor were considering placing an add'l lead. Add'l info has been requested.